Manufacturer narrative:
After the event the device was checked on site. The device log was downloaded and sent to the manufacturer. The log analysis revealed that on the date and time of the event there is one entry which is consistent to the reported device behavior. The internal device monitoring had detected one isolated parameter failure and triggered a warmstart to restore the ventilation. As the parameter failure was assessed to be a malfunction of the pcb cpu, it was recommended to replace this pcb. The identified parameter failure of the pcb cpu is an isolated case. The warmstart of the ventilator takes about 8 seconds and is accompanied by a buzzer alarm. In this time the breathing system is opened to atmosphere, so spontaneous breathing of the patient would be possible. After the warmstart ventilation is continued with the previous settings. The minute volume is automatically reset to zero, therefore mv-low-alarm is posted after the warmstart until the lower alarm limit will be reached again.

Event description:
It was reported that the device rebooted unexpectedly while in use and that the user did not touch or operate the device at the time of this event. No injury reported.